Event description:
The customer reported that the system locked up and when it was rebooted it displayed power and generator error messages. This occurred before a case; however the case could not be completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system batteries were replaced. The system was tested and found to be working as intended and put back into service.